Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
This customer reported that during treatment of a patient in svt, the device did not show an accurate heartrate. There was no negative patient impact.